Event description:
Initial reporter indicated that their programming wand would not interrogate a demo generator. Another wand was able to get the demo generator interrogated. The programming wand was returned for analysis. The reported issue, failure to program, was confirmed, the serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communications errors cleared.

Manufacturer narrative:
Device malfunction caused event, but did not contribute to a death or serious injury.